Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. The unit was spiked into a solution bag containing reverse osmosis water and re-primed. The secondary was then re-attached to the first y site. The setup was then checked for back flow. The remaining two y sites were also checked for flow using the same method. The center slit was also visually inspected for re-knit in all three y sites there was no backflow illustrated in this setup. The cause for this reported condition could not be identified. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
A customer reported to corporate product surveillance of a clearlink continu-flo soln set in which a secondary infusion backed up into the primary bag. The event occurred during infusion of a patient who was being treated in the intensive care unit for unknown reason(s). (B)(4), the primary bag make was also unknown; however in the primary bag was "d5" fluid and (B)(4). A pump was not reported to be used in these scenarios. This condition occurred at the beginning of the administration. There was no injury or adverse event reported. No additional information is available. This is report 1 of 2 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.